Manufacturer narrative:
Product ID 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that since 2 months after implant, the patient had skin reactions and a warm feeling at the pocket. The patient saw her dermatologist to determine if the patient had any allergies to metals. The patient could recall a time when the implantable neurostimulator (ins) went dead and after recharging, her body was covered in red bumps from head to toe. The bumps were stated as being ¿miserable and painful.¿ it was also mentioned that the patient scratches at night and has had 2 ¿staph infections.¿ 2013 (B)(6) lfc (hcp): additional information received reported that the cause of the event was an unknown rash. The patient met with the neurosurgeon on (B)(6) 2013 and was referred to a dermatologist in (B)(6). The neurosurgeon was unsure if the ins caused the rash around the ins.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient broke out in a hive type rash four months post implant and had since been seeing an allergist who ran several tests and eventually required several doses of steroids as well as antihistamines. The patient had an allergic reaction with several occurrences of hives, bumps, unexplained skin irritation without infection, shingles, and more. The symptoms occurred at the device pocket, lead-extension connection location, extension location, and lead location. The allergy testing resulted in a mild allergy to corn and other food groups but very little sensitivity. The patient complained of having an allergy to nickel as well as other metals found in some jewelry. The patient had follow-up scheduled with a healthcare provider (hcp) to assess the condition. The allergist wanted to test for possible allergy to components of the patient's system. At the time of the report the patient was alive with no injury.